Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a patient. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the oxygen (o2) sensor harness, inspiration printed circuit board (pcb), analog interface (ai) pcb. Covidien was not authorized to evaluate the device.